Event description:
This is being conservatively filed for patient death with unknown relationship to the mitraclip device.it was reported that, on (B)(6) 2010, the patient with functional mitral regurgitation underwent a procedure with implantation of two mitraclips, reducing the mitral regurgitation grade from 3+ to 1+. On (B)(6) 2015, approximately 4 years 8 months post mitraclip procedure, the patient died. The cause of death is unavailable; therefore, the study physician is unable to assess the relationship of the device to the death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).additional information was received from the physician indicating that death was not related to the device or the procedure.

Event description:
Subsequent to the initial medwatch report filed, the following information was received: the patient died at home. The cause of death was cardiopulmonary disease, coronary artery disease, atrial fibrillation and congestive heart failure. The study physician has assessed the death as not related to the study device or study procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There was no reported device malfunction. The reported patient effect of death, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the limited information available, a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer stated that there is no evidence of device issue or malfunction in causing the patient death. The clip was successfully implanted with good reduction in mitral regurgitation. Given the time interval between the procedure and patient death there is no potential association between the procedure and device with the patient death.